Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving effective stimulation and is uncomfortable when increased. X-rays were taken and showed the lead has migrated. The patient denies any falls. The patient was hospitalized approximately one month ago for an unrelated health issue and states that is when the stimulation changed. Follow up information identified the patient underwent surgical intervention on (B)(6) 2015 to reposition the lead which resolved the issue.